Event description:
A (B)(6) female patient contacted zoll customer support to report that her belt connector was damaged and that her battery pack would not power up her monitor. The patient was issued a replacement electrode belt battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which prevented the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery won't power up monitor) was confirmed. The cause for the failure to power up a monitor was isolated to mismatched battery cells (4.157v, 0.057v, 4.263v). The cause for the mismatched cells was a broken white battery cell. The root cause for the broken white wire could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the damaged electrode belt connector and defective battery pack. The patient received a replacement electrode belt and battery pack. Electrode belt sn (B)(4), manufactured 10/2008, battery pack sn (B)(4), manufactured 04/2010.